Event description:
It was reported on (B)(6) 2024 via a physician phone call to technical services (ts) that this pacemaker had reverted to safety mode. The physician was advised to replace the device and return it for analysis. The physician also reported there had been several instances of pauses that occurred while the patient was monitored. No additional adverse patient effects were reported. At this time, there is no evidence to suggest intervention has been performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and bradycardia therapy remained available. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported on (B)(6) 2024 via a physician phone call to technical services (ts) that this pacemaker had reverted to safety mode. The physician was advised to replace the device and return it for analysis. The physician also reported there had been several instances of pauses that occurred while the patient was monitored. No additional adverse patient effects were reported. At this time, there is no evidence to suggest intervention has been performed. Additional information received from a local area boston scientific field representative confirmed this device was explanted and replaced on (B)(6) 2024. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported on (B)(6) 2024 via a physician phone call to technical services (ts) that this pacemaker had reverted to safety mode. The physician was advised to replace the device and return it for analysis. The physician also reported there had been several instances of pauses that occurred while the patient was monitored. No additional adverse patient effects were reported. At this time, there is no evidence to suggest intervention has been performed. Additional information received from a local area boston scientific field representative confirmed this device was explanted and replaced on (B)(6) 2024. Besides intervention, there were no other adverse patient effects reported. Device return is expected.